Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not wake or unlock until the user placed the device on a charger, after which it powered on and a restart restored normal wake and unlock functionality, with no impact to blood glucose levels and no alarms. Symptoms included no clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed normal operation after restart with no recurrence reported. It was concluded that the device functioned as designed after power restoration and restart, with no patient injury.